Event description:
Pt started taking pradaxa a couple weeks ago and decided to test himself today because he began bleeding after scratching his leg. Pt obtained error 134 and 114 once each. No other information on pt's medical history is known and therapeutic range is unk.

Manufacturer narrative:
Pt started taking pradaxa. Inratio products have not been validated for testing with pradaxa. This may contribute to unexpected inr or errors in testing. Nnn errors may be generated if device is not used as directed/indicated. No information in the complaint indicating misuse. (B)(4). Action threshold has been reached. Since strip lot release, 20 in-house therapeutic donors (55 strips) were tested for retain and returned strips. Customer's observation has not been reproduced in in-house test. Test records indicated all strip test results met product performance when compared to the results from in vivo tests. This issue will be subject to tracking and trending. No corrective action required at this time as no product deficiency was established.